Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was any anomaly or deficiency of the needle noted prior to use: no; what is the surgeon¿s opinion of contributing factors to needle breaking: the surgeon assumes that the needle went under a buried suture while she tried to exit the tissue. The buried suture had put pressure on the needle¿s tip and the needle¿s tip got broken; were any x-rays taken to locate the needle piece: no; does the surgeon plan to remove the needle from the patient's tissue: no; what is the surgeon's opinion of consequences to the patient: the surgeon think¿s there shouldn¿t be any severe consequences.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and the suture was used to close the uterus with two-layer closure technique. During the procedure, towards the end of the closure for the second layer of the uterus, a 2 mm part of the needle broke inside the uterus. The surgeon decided not to try to locate the lost piece because the patient was not bleeding and the broken piece of the needle caused no danger to the patient. The surgeon opined that the needle went under buried suture while she tried to exit the tissue. The buried suture had put a pressure on the needle¿s tip and the needle¿s tip got broken. The surgeon opined also that there should not be any severe consequences. It was also reported that the surgeon did not hold the needle¿s tip gently while suturing. The patient is well and had no harm done.